Event description:
Customer reported the c-arm will not fluoro. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the lemo cable. System operates as intended.